Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported that device migration and a possible ia endoleak was identified on the bifurcate stent graft. Intervention was performed on the same date and a aortic cuff was implanted. This resolved the event. As per the physician the cause of the event was anatomy and a short conical aortic neck. No additional clinical sequelae were provided and the patient is fine.